Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had no waveform, could not be zeroed, and leakage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Neither samples nor pictures were received for the analysis of this complaint. A device history review of lot 4346099 was performed and no discrepancies or anomalies were observed during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.